Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the atrial pacing capture threshold was rising. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days after implant there as an right atrial (ra) lead threshold rise and it gradually increased over the next few days. The patient was admitted for chest tightness. An echocardiogram showed a pericardial effusion due to a perforation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.